Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reports that pt has also experienced longer recharging sessions and reports decreasing recharge coupling over the last month. Pt received new external components (see (B)(4) and (B)(4)) for messages about replacing the battery in the remote, and received a 2nd new pt controller on 12/9. Recharge diaries show fair coupling on a recharging session on 12/9, 2 excellent coupling sessions on 12/10 and 12/11, and a good coupling on 12/12. Pt has used the recharger belt, sticky pads, lying flat on the rtm, and the waist of his pants to try and hold the rtm in a consistent spot, but has noticed the intermittent coupling quality regardless of these methods. When looking at the implant site, the bottom of the ins appears tilted at a different angle than the top of the ins, and notes that it is difficult to match the same angle with the rtm antenna. Rep would like the session file and mdt data report to be reviewed by engineering given the different issues the pt has had with external components and recharging sessions, and that he will also follow-up with the patient's hcp about how the ins is positioned. Since implant patient is intermittently experiences changes in stimulation/stimulation turning off after initiating a recharge session, and increasing back to previous level/back on after ~5 minutes. Adaptivestim (as) is on, and confirmed that upright and recline positions are set to different intensities. Confirmed that pt is in a slightly reclined position after initiating recharge session. Rep further clarified that if there is much tilt to the battery, it is very slight. It looks like there may be slight tilt as the patient has healed and his swelling has decreased, but again it very slight. We weren't able to reproduce the stim turning off, and didn't see any evidence of it being off in the diary. The cause of the charging seems to be coupling issues, but we're still trying to determine exactly why. Rep reprogrammed patient's device on 12/12 with lower parameters so that he doesn't have to recharge as often or as long. He is still having some coupling issues but they don't seem quite as bothersome because he isn't recharging as much. The issue does not seem to be completely resolved. Rep has discussed with the managing physician, and will be seeing the implanting physician to discuss with him later this week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient¿s programming as adjusted, which made recharging more manageable. The tilt of the battery appeared to be minor and they made adjustments in their recharging technique to accommodate, which seemed to be going well for the patient at this point. For now, it was indicated that the patient seemed to be doing much better with recharging and that at this point there were no plans to make any adjustments to battery position or location surgically.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.